Manufacturer narrative:
Sc-1110-02 (B)(4). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patients ipg no longer holds a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.